Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, responses to the clinical requests were not provided. Per complaint details, the revision was performed due to infection; however, the source of the infection remains unknown. The patient impact beyond the reported infection and subsequent revision procedure could not be determined. In the event additional medical/clinical records are received, the clinical task may be re-opened for re-assessment. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a tka performed on an unknown date, the patient experienced an infection. A revision surgery was performed on (B)(6) 2021 and the legion ps oxin fem sz7 lt ((B)(4)), the gns ii cmt tib size 7 left ((B)(4)) and the gii ps hi flex isrt sz 7-8 13 ((B)(4)) were removed from the patient and replaced with smith and nephew devices. There is not specific information about the new implants that were use in the revision surgery. No other complications were reported.